Event description:
A malfunction code, malf 12, was reported, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating that it remained within a safe range. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after reset. The customer was advised to continue using the pump and to report any future issues.